Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat complete vaginal vault prolapse, urodynamic stress incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, rectocele repair, abdominal sacral colpopexy and pubic catheter performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The outcomes attributed to the device were pain, infection, erosion, recurrence, bleeding, dyspareunia, urinary problems, and neuromuscular problems (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03977. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03977. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete emptying, urinary frequency, incontinence and discomfort. (B)(4).